Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with supra ventricular tachycardia. The patient's system also delivered an auditory alert for the right ventricular lead pacing impedance being high and out of range. The lead capture threshold was noted to have increased within the last couple of days. Programming changes were made. No patient consequences reported.